Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the patient experienced a thermal event. We cannot confirm the thermal event. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the charging cable was not charging the controller. After leaving the controller connected for approximately one hour and thirty minutes, it only charged a small amount, and the controller became hot during the charging attempt. No impact to blood glucose levels were reported. Medical attention was not required, as a result of this event. The patient was provided a replacement controller.